Manufacturer narrative:
The pump was returned with the driveline cut approximately 10 inches from the pump housing and the severed portion was not returned. The braided shield appeared unremarkable and visual inspection of the wires found no evidence of damage or wear. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Additionally, a section of the driveline from the percutaneous lead repair approximately 18 inches long was returned for evaluation. Visual inspection of the wires did not reveal any evidence of damage or wear. Electrical continuity and high potential testing did not reveal any discontinuities or shorts. Examination of the pumps blood contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pumps bearings and bearing cups revealed no anomalies related to wear or damage. The evaluation did not reveal a device related issue with the returned portions of the pump that would have contributed to the low speed alarms and pump stoppage events. The report of low speed alarms and pump stoppage events was confirmed through the evaluation of the submitted log files; however, the cause could not be conclusively determined because the entire driveline was not returned for evaluation. Based on the manufacturers complaint history and similar reported events, the events appear consistent with a potential driveline issue. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 8 months. The replaced portion of the percutaneous lead and the explanted device were received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the lvad showed several pump stops occurred on (B)(6) 2016 while the patient was connected to the power module only. The log file submitted to the manufacturer's technical services for analysis (dated 09/09/2016) contained several low speed, pump stops and low flow hazard events on (B)(6) 2016. The log file data indicated that these events occurred while the system was operating on the power module, and appeared consistent with a driveline issue. X-rays of the driveline were requested. On (B)(6) 2016, it was reported that the patient experienced a red heart alarm and driveline fault alarm while connected to the power module. No alarm occurred while on external battery power. The patient was reportedly symptomatic and was asked to present to the clinic. X-rays would be obtained. On 09/13/2016, the manufacturer's technical services representatives evaluated the patient's driveline and an external repair was completed. It was reported that pump stops occurred after the driveline repair. A pump exchange was performed on (B)(6) 2016.